Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed concomitantly following an ablation procedure. A 31mm watchman flx pro closure device was implanted on (B)(6) 2026 without incident. The next morning, (B)(6) 2026 the patient was found to have an altered mental status. Computed tomography (CT) imaging was completed, and a cerebellum stroke was found. A transesophageal echocardiography (tee) was completed on (B)(6) 2026 and the physician advised the watchman had a complete seal with no presence of thrombus. The patient was taking eliquis prior to the procedures and planned to take it post procedure as well. There were no further complications.